Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Arjohuntleigh rec'd a complaint where it was indicated that the resident sustained injuries described first as skin tears while later in the report it says that there was a cut noticed during using miranti chair. When reviewing similar reportable events, it appears this is an isolated issue and not part of a trend. It has been established that the showering and lifting aid (miranti) was being used for pt handling at the time of the event. An on-site inspection by an arjohuntleigh rep found the miranti stretcher has chipped rubber pieces where the pillow attaches into the holes of the stretcher. The device labeling: the instructions for use (IFU) clearly indicates the need to properly check the device and accessory before usage and when the caregiver notice any damage or anomalies, the device should be immediately excluded from use and is not allowed to use it again until it is checked by qualified personnel. The most likely root cause appears to be use error. In particular there was no device checking before use and not taking out of use a device which shows signs of damage as it is described in IFU. Although malfunction of the stretcher has been found the device was not put out of use, and the device was continued to be use for pt handling at the time of the event and this directly cause and contributed event. When the IFU would have been followed and the device would have checked before use, it appears very unlikely the injury would have happened, and the event would have been avoided. From this eval it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. We find complaint to be reportable to the competent authorities.